Event description:
Per the clinic, the patient experienced an infection at implant site and subsequently underwent skin revision surgery on (B)(6) 2024 for fluid aspiration and debridement. The patient was also hospitalized for administration of injectable antibiotics (specific date and duration not specified). The device was explanted (specific date not reported) and it is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.